Manufacturer narrative:
The evaluation findings of fiber tip damaged. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal end of the device was bright, clear and round with an effective transmission of 19.1%. A magnified photo of the glass tip noted that the tip appeared slightly damaged, which contributed to low transmission value of 19.1%. Based on the condition of the returned device, the reported failure could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accutrac laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(4) 2014. According to the complainant, during the procedure, the laser fiber was not recognized by the dornier laser unit. The procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip was slightly damaged.